Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions and assisted the caller in resetting the pump. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump but to call back if any issues reoccurred.